Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 240.4150. There was no patient involvement.

Event description:
It was reported that the device displayed an error code 240.4150. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 240.4150 was confirmed. On 17-july-2025, lvp was received unboxed and with paperwork. Lvp failed asm analog sensors test. Bottle voltage stays stuck at 4.978 volts internal inspection revealed the upper transducer sensor does not work correctly when pressed. Root cause: defective upper transducer. Defective supplier part. San diego repair center to replace the defective transducer. Unit will be re-tested by bd san diego repair center, then routed through their normal processes. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.